Event description:
Valve was inverted on the holder. Event did not adversely affect the pt.

Manufacturer narrative:
Section h6 evaluation codes method codes: (86) other - device history records review performed. Result codes: (100) device history records review confirmed the device met all material, dimensional, and performance requirements for a size 21 supra valve at the time of MFR and release.